Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer had a low blood glucose of 42 mg/dl. They treated with juice. The customer also had a low blood glucose of 55 mg/dl which they treated with milk and cookies. The customer declined troubleshooting for the low blood glucose. The customer stated their low blood glucose was due to what they ate. The insulin pump will not be returned for analysis.